Event description:
It was reported that the patient had their battery removed. The device was removed because it wasn¿t working at all. Instead of the device going to the patient¿s spine they had it going to another location and it didn¿t work at all.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4); product type lead product ID 3778-45, serial# (B)(4); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger (B)(4).